Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed that there were no mixing bubbles found in the wbc bath. The fse ordered new mixing solenoids for return visit. Upon return solenoids 19 and 20 in manifold 8 were replaced; however the problem persisted. Another fse performed final service to resolve the issues. The fse replaced the mixing bubble assembly, including solenoids, check valves and chokes. There were no further issues observed. The customer also reported during phone conversation that there have been no further discrepant patient results. The failure mode of the discrepant results is likely attributed the rbc and wbc mixing bubble assembly. Per labeling, beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. Beckman coulter does not claim to identify every abnormality in all samples.

Event description:
A customer contacted beckman coulter (bec) reporting erroneous complete blood count (cbc) results were recovered for a single sample run on the coulter lh 750 hematology analyzer compared with results from sample reruns on the same instrument which were considered correct. The initial results obtained deferred from the patient results history. Data submitted for review indicated that the initial sample recovered higher results for hemoglobin (hgb), red blood count (rbc) and hematocrit (hct) parameters and lower for white blood count (wbc) and platelet (plt) results, along with instrument generated messages for differential, compared to rerun results, which the customer reported out as correct. There was no death nor injury or change to patient treatment attributed to or connected to this event as the discrepant results were not reported out of the laboratory. The customer stopped using the instrument following the incident and service was dispatched to check the analyzer.